Event description:
Additonal info provided by the reporting surgeon indicates that the pt's complaint of seeing shadows has resolved. The surgeon indicates that pt feels the problem may have been associated with the peripheral iridectomies performed for the pt's glaucoma.

Event description:
A surgeon reported that a pt saw a temporal crescent shapped shadow following the implantation of an intraocular lens (iol). The intensity of the shadow decreased over a 3 week period. The association between this event and the iol is not known. Additional info has been requested.